Event description:
Related manufacturer ref: 3004936110-2023-00175. This report is to advise of an event observed during analysis confirming exposed wires of the power extension cable and power supply.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection verified the power extension cable and power supply had exposed wires. Both the power extension cable and the power supply were replaced and the unit was able to power on.